Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the biosure was damaged during implantation. Additional treatment were required. A staple was used for additional fixation, biosure interference screw was kept inside the tunnel, no trial to remove and broken part was left out. The procedure was completed with a change in surgical technique. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer supplied images finds the complaint device, fractured into several pieces and a chart label sheet confirming the complaint product information. Although requested the operative report was not provided for review. Based on the information provided no clinical factors were found which would have contributed to the reported events. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.